Event description:
After sixteen years of successful cochlear implant use, this pt fell and hit pt's head over the implant site. After this incident, pt could only hear intermittently. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to the manufacturer's specifications. Explantation/reimplantable surgery is planned but has not been scheduled.